Manufacturer narrative:
Isi has received the maryland bipolar forceps instrument associated with this complaint and completed the investigation. Failure analysis (fa) investigation replicated/confirmed the customer reported complaint. Fa found the primary failure of the instrument bipolar yaw pulley/thermal damage to be related to the customer reported complaint. During visual inspection, the maryland bipolar forceps instrument was found to have thermal damage. The instrument was found to have charring and localized melting at the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. Additional observation(s) not reported by site were also identified: signs of corrosion/contamination were found on the maryland bipolar forceps instrument bearings. The grip input disk bearings exhibited orange discoloration. The root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/ contaminated instrument clamping pulleys is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the maryland bipolar forceps (part number 471172-17/lot number k12220124-0355) associated with this event has been performed. Per the review, the maryland bipolar forceps instrument was last used in a procedure on 23-august-2022 on system sk1437. The alleged instrument had 12 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument arced and had melted plastic at the distal end. The procedure was completed with no report of patient injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following information: the maryland bipolar forceps instrument was inspected prior to used and had no issues. The instrument was attached to the integrated electrosurgical unit (iesu/erbe) that came with the da vinci xi system.